Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A director of nursing reported endophthalmitis in a patient's left eye post laser assisted cataract surgery. A suture was used. The patient put on a topical antibiotic, steroid and non-steroidal anti-inflammatory drops. Injection of antibiotics and steroid was done four days post surgery. Patient experienced a hypopyon and one cornea suture with small abscess and mild bombe.

Manufacturer narrative:
The laser treatment, in itself, will not lead to endophthalmitis as the system only makes contact with the outer corneal surface of the patient¿s eye via a sterilized patient interface. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).